Event description:
A (B)(6) female patient contacted zoll customer support to report that the response buttons on her monitor were not functioning properly. The patient was provided with a replacement monitor. Additional information from the patient and a review of the device download data revealed the patient was treated by the device. The patient stated she was awake at the time of treatment and pressed the response buttons.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation, the rear response button was non-functional. The cause for the non-functional rear response button was isolated to a response button cable that was pulled from the connector on the ca board. Review of the flag files revealed the response buttons were fully functional at 4:00 am on (B)(6) 2013, at the time of device power-up. The patient received the treatment at 8:00 pm on (B)(6) 2013. The root cause for the pulled response button cable could not be positively identified. Per the treatment analysis, the patient received an inappropriate treatment. Dual-lead noise and signal artifact contributed to the false detection. The patient was conscious at the time of treatment. The patient resumed a normal cardiac rhythm after the treatment. No adverse event resulted from the pulled response button cable. The patient received a replacement monitor.